Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found to be in backup vvi mode. Programming changes were made to resolve the issue. The patient was in stable condition throughout.